Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains"), genital haemorrhage ("bleeding") and blindness ("vision loss") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), throat irritation ("throat discomfort"), nausea ("nausea"), feeling of body temperature change ("cold sensations / hot sensations"), dry skin ("dry skin"), amnesia ("memory loss"), aphasia ("search for words"), abdominal distension ("bloating"), flatulence ("gas"), alopecia ("hair loss"), myalgia ("general muscle pain"), joint noise ("joints cracking"), formication ("feet and hands formication"), coccydynia ("coccyx pains"), arthralgia ("hips pains"), back pain ("sacrum pains / dorsal pain"), fine motor skill dysfunction ("difficulty holding a pencil or the phone"), burning sensation ("burns in the body"), muscle spasms ("muscle spasms"), renal pain ("kidney pain"), micturition urgency ("urge to urinate"), urinary incontinence ("urine loss"), stress ("stress"), abdominal pain upper ("gastric pain"), impaired work ability ("difficulties at work"), fatigue ("excessive fatigue") and pain ("pain spread throughout the body.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, blindness, throat irritation, nausea, feeling of body temperature change, dry skin, amnesia, aphasia, abdominal distension, flatulence, alopecia, myalgia, joint noise, formication, coccydynia, arthralgia, back pain, fine motor skill dysfunction, burning sensation, muscle spasms, weight increased, renal pain, micturition urgency, urinary incontinence, stress and abdominal pain upper outcome was unknown and the impaired work ability, fatigue and pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, alopecia, amnesia, aphasia, arthralgia, back pain, blindness, burning sensation, coccydynia, dry skin, fatigue, feeling of body temperature change, fine motor skill dysfunction, flatulence, formication, genital haemorrhage, impaired work ability, joint noise, micturition urgency, muscle spasms, myalgia, nausea, pain, pelvic pain, renal pain, stress, throat irritation, urinary incontinence and weight increased with essure. The reporter commented: patient¿s current conditions: difficulties at work, excessive fatigue, pain spread throughout the body. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.